Event description:
On 02/08/2000, the facility's director, nursing informed the MFR's (MFR) rep of the following: the device was implanted in 1999. The pt received two (2) treatments of chemo with no problems. However, during the third treatment, they were unable to infuse. As a result, the device body and a small segment of catheter (maybe 3" in length) was removed in 2000. The director, nursing also stated that a catheter segment went through the pt heart and lodged in the pulmonary artery on the left lung. The MFR's rep asked if the device/attached segment of catheter would be returned to the MFR for analysis. Rep stated that at this time it was unknown, it was sent to pathologist and rep requested that it did not get discarded. The MFR's rep informed the director, nursing that without the device/attached segment of catheter or loose segment of catheter, the MFR's investigation would be limited to a trend analysis and review of the device history record. Rep again stated that at this time it was unknown if the device would be returned, that would be determined after the pathologist is finished examining the device. Additionally, rep stated that rep would fax the MFR's rep a copy of the facility's medwatch report when completed. The MFR's rep stated that rep would contact the director, nursing on 02/14/2000, to see if the pathologist has finished with the device and if rep has made a decision to return the device. No further details were provided at this time. On 03/08/2000, the MFR's rep attempted to contact the facility's director, nursing; however, director was not available. A message was left on the voice mail requesting that rep contact the MFR regarding the facility's medwatch report and return of the device to the MFR for analysis. No further details are available at this time.